Event description:
An email report was received stating the following: "intubated on the evening of 18th september". "Could not intubate it smoothly, however, no problem occurred". "The next day, leakage alarm was heard". "Reintubation was performed. No patient injury". No other information was reported.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusion can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.